Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that when the protective sheath was removed from the 5.0 x 18 mm ultra 9-cell stent delivery system (sds), the stent dislodged and remained in the sheath. There was no resistance noted during removal of the sheath. A vision sds was used to treat the lesion successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.